Event description:
Customer reported underinfusion with this pump. Pump was programmed to administer 1000 ml of tpn over a 12 hour period including one hour ramp up and one hour ramp down. Flow rate 90.9. In the morning pt discovered 948 ml of tpn still left in the bag. No pt injury has been reported at this time.